Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that prior to the start post - anesthesia of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had a wire out. There was less than 15 minutes of delay. The procedure was completed with no reported injury.